Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # n53y35. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when there was dis-alignment of the jaws, was the anvil bent or any other part of the jaws damaged? When bleeding occurred, how much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence as a result of the procedure being prolonged? The complaint form indicated this was a potential adverse event. Was the post-operative care changed based on the event? Was the hospital stay lengthened based on the event? Did the patient receive any additional medical treatment/diagnostic test that is routinely not done for this type of surgery? What is the current status of the patient? It is not showed an angle . It is only a theory of the surgeon; between 100/200 ml. No transfusion. No consequence at the moment. (B)(6). (Translated in (B)(4) translate to ¿this escapes me¿). No. No. No. Good.

Event description:
It was reported that during a sleeve gastrectomy procedure, at the fifth firing in correspondence of the his angle, the tissue was expelled from the stapler in the direction of blades progression. Once opened the jaws, the tissue resulted to be cut, but the clips were not formed and so the two borders were not sutured. According to the surgery, this event is due a dis-alignment of the jaws. Another like device was used to complete the procedure. A clip was used to stop the slight bleeding. The intervention was prolonged for about thirty minutes.